Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a routine device change out, the right ventricular (rv) lead had to be reconnected to the device twice because, the first time the impedance was greater than 3000 ohms. Afterward the impedances were good. The patient was discharged from the hospital the same day and heard an alert about four hours following the procedure. The alert was due to the high impedance during the procedure. The rv lead was checked again and no additional alerts were found and all parameters were within normal range. The rv lead is still in use. No patient complications have been reported as a result of this event.